Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this device was returned in its inner sterile packaging. Attempts to interrogate device was unsuccessful. A review of the manufacturing records confirmed that this device passed all final pack testing on december 28, 2014; however, could not be interrogated in the field on (B)(4) 2015. The device case was opened and an external power source was connected to the device. A high current condition was observed and isolated to internal inductor component.

Event description:
Boston scientific received information that prior to implantation, this device could not be interrogated despite trying with several different programmers. The device was not implanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.